Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the new battery pack (bp) was not charging as quickly as the previous one. Repair confirmed they can request a backup bp for the patient. A replacement bp was sent to the patient. No symptoms were reported. Additional information was received from a patient via a manufacturer representative (rep). It was reported that they were still getting rm04 and having issues with the battery pack. They saw batteries low when they charged the ins. It took longer to charge the ins and they have to recharge the controller 2 or 3 times before they can completely recharge the ins. They were stuck on 30% ins battery and it would not increment after an hour. No symptoms were reported. Additional information was received from the patient via a manufacturer representative (rep). They were still having difficulty with recharging. It took 9 hours to recharge. Patient is still getting replace battery message. Discussed meeting with the patient to assess further, in terms of looking at the recharge data and assessing the implant pocket to see what else might be causing patient's recharging issue. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the difficult/slow implant charging was not determined. Troubleshooting was performed multiple times, and the patient was re-educated regarding charging.